Event description:
Device 2 of 2. Reference MFR. Report #: 16274897-2012-06070. It was reported the pt is not receiving adequate coverage. The pt does not want to undergo surgical intervention. No further follow-up is needed at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.